Event description:
Per document received from attorney, patient first underwent surgery in 2003, and then again about 10 months later. The patient now alleges she was injured as a result of using a stryker pain pump, following one or both surgeries. No information has been provided as to the type of extent of this injury.

Manufacturer narrative:
The device catalog number and lot number were not provided. The 510(k) cannot be identified without info on the device used. The device was not returned for evaluation.